Manufacturer narrative:
(B)(4). Premature sled movement. One device was returned in good visual conditions and with a blue cartridge present. The reload was received fully fired. Upon further inspection, it was noted that the cartridge deck and one piece sled were damage. This damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the articulated position with test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. In addition, a photograph was received for review. Ees field quality engineer reviewed the photograph and provided the following observations: all three pictures provided the same basic visual information. Hence the following analysis will be based on the pictures as a group. The pictures shows the outer row of staples transitioning from partially closed to fully open (missing anvil). Approximately two thirds of the way along the line again from left to right. It appears that staples from the second row in also are fully open. It is my opinion that there may be a couple of third row in staples that are also fully open. I cannot be positive based on the picture clarity I can produce. Mid staple line, outer row staples only, fully open, on one side only, are typical indicators of tissue being too thick and/or dense for the cartridge selection. This results when the forces to compress the tissue into compliance become greater than the cartridge channels ability to maintain anvil to staple alignment. The cartridge deck rolls outward in the middle section in an effort to relieve the compliance resisting forces. When staples from multiple rows, on the same side, are missing the anvil. This is an indicator that something very dense has been clamped between the device jaws cause extreme cartridge roll/deflection. It is my opinion that based on the events description, the pictures and the device analysis findings. Something very hard/dense was clamped between the jaws. Then during firing, the three point gap control attempted to bring the tissue gap into compliance, results extreme cartridge deck deflection.

Manufacturer narrative:
(B)(4). During additional inspection of the cartridge, damage was also found on the internal bottom surfaces of the cartridge possibly being the root cause of the reported event and not due to the device being clamp on a hard object.

Event description:
It was reported that during a low anterior resection on the colon procedure, the doctor fired a white cartridge first which fired fine. Then the gun was reloaded with a blue reload and fired fine, i.e didn't lock out and full firing sequence was performed however on opened the endocutters jaw up it was clear that the staples hadn't fired properly. The knife had successfully cut the tissue it was supposed to however the staples hadn't been deployed in the tissue on one side. The staple legs had remained straight so not formed their usual 'b shape'. The tissue bleeding as able to be controlled by using another device. When looking at the reload which has been returned with the gun if you hold the reload in your hand with the colored tip away from you you'll see that only the left side fired and not all the right side fired properly.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Colorectal tissue. At what location on the tissue? Low bowel tisse as the procedure was a low anterior resection. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) The surgeon fired a white cartridge first which fired fine. Then the gun was reloaded with a blue reload and fired fine, i.e didn't lock out and full firing sequence was performed however on opened the endocutters jaw up it was clear that the staples hadn't fired properly. What color cartridge was being used?blue. What other color cartridges were used before and after this event?white. Was buttressing material utilized? If so, which product?no. Was the instrument fired across or near an existing staple line or clip?no. Were any unexpected noises heard? If so, when?no. Were any of the forces higher or lower than expected (closing, firing, or opening)?no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?yes. Was there any difficulty removing the device from the tissue?no. What was the patient's pre-op diagnosis? Bowel cancer. Please provide the patient's sex, age and weight. Not known. What is the current status of the patient? Stable. Since there was bleeding, is it possible that the patient's health history or anatomy contributed to the difficulties that were encountered?no. How much blood did the patient lost? Was a transfusion required? No transfusion not much blood loss. Was the patient taking any anticoagulants? If yes, specify prescribed medication. No. Does patient have a known coagulation disorder?no. Has the patient taken any steroids? Not known. What was the patient's pre-op hemoglobin and hematocrit?not known. What was the patient's post operative hemoglobin and hematocrit?not known. What was the quality of tissue in the area where the device was fired?fine, usual tissue thickness and not damaged. What were the patient's pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? Cancer. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? Not known.